Event description:
Boston scientific received information that this device and right ventricular (rv) lead were exhibiting high, out of range shock impedance greater than 125 ohms. It was determined with further testing that the impedance measurements were within normal limits when programmed to distal coil to can; however when in triad or distal coil to proximal coil, the impedance measurements were out of range. A fracture of the proximal coil was suspected. As a result, this patient underwent lead integrity testing. Commanded shocks were performed and normal impedance measurements were observed. The lead's configuration continues to be programmed to rv to can (single coil configuration). The physician plans to continue to monitor this patient through the remote monitoring system. No additional adverse patient effects were reported. Both products remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.